Manufacturer narrative:
The insulin pump alarmed motor error during rewind and motor position encoder error in the alarm history due to motor encoder signal out of phase. We were unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump received with cracked reservoir tube lip and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. Blood glucose level at the time of the incident was 156 mg/dl. Customer also reported that earlier she had a high blood glucose level that was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.